Manufacturer narrative:
On 24-nov-2021, mentor received additional information regarding the patient¿s information and symptoms. Weight of the patient is 163 lbs. The patient experienced bilateral grade I breast ptosis and right-sided local reaction (nipple discharge). The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: the analysis was completed based on a photo that was provided. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 445cc mentor memorygel breast implant prostheses and experienced left-sided rupture and bilateral cutaneous contour deformity postoperatively. Due to bilateral cutaneous contour deformity, the patient underwent bilateral removal and replacement with two mentor memorygel breast implant prostheses (left catalog #: smhx545, left serial #: (B)(4), right catalog #: smhx580, right serial #: (B)(4)) on (B)(6) 2021. Upon explantation, the left-sided device was found to be ruptured. The devices were discarded inadvertently and are not available for product evaluation. This report is for the left-sided prosthesis.